Manufacturer narrative:
Logfile review can confirm secondary energy too low on date of treatment. Treatment was interrupted and successfully continued and finished to 100% without any further messages. According to field service engineer (fse) target energy and high voltage numbers were good. This problem can occur if the laser pedal is not pressed firmly, shutter doesn't not open immediately. Recommendation is to be firmly on or off the foot switch. The root cause can be determined as an inappropriate handling of the foot switch (laser pedal). Pushing the foot switch (laser pedal) in hesitant, slow or too fast manner will lead to this message. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A technician reported an energy too low message occurred during refractive treatment. The procedure was able to be completed.